Manufacturer narrative:
Based on the current information provided, the cause of the reported event cannot be determined. The sureform 60 stapler and the green sureform 60 stapler reload in question are not available to be returned to intuitive surgical, inc. (Isi) for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the advanced instrument log for the sureform 60 stapler instrument associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the logs show the sureform 60 stapler instrument was installed 6 times on universal surgical manipulator (usm) 2, and 5 reloads, all green, were fired. There was no clamping or firing attempted on the 5th install. On installs 1 and 4, a successful clamp was followed by a successful firing, with 3 pauses for compression on each. On installs 2 and 3, a successful clamp was followed by a successful firing, with no pauses for compression on either. On the last install, install 6, the system prompted the user to select the green reload via the gui on the surgeon side console (ssc) touchpad, as the reload was not fired on the prior install. The green reload was selected, and there were 2 successful clamps prior to the firing, which was completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no stapler related errors in the logs. A review of the 2 provided images associated with this event was performed by an isi clinical development engineer (cde). Per the cde, above the partially stapled and transected stomach seen in the first image, the gastric tissue appeared to be bunched up, with malformed staples stuck in the tissue very close together and with a small amount of blood coming from the transection line between the malformed staples and appearing on the gastric tissue above the staples. The next image showed the surgeon using suture to oversew the area with the malformed staples. A root cause for the event could not be determined via image evaluation. This complaint is considered a reportable event due to the following conclusion: it was alleged that during a davinci-assisted esophagectomy non-transthoracic-transcervical procedure, a tissue pushout event occurred while utilizing a sureform 60 stapler instrument, loaded with a green sureform 60 stapler reload. During the firing process, the tissue was pushed out of the stapler jaws, causing the gastric tissue to tear. Because the stapler continued to fire as the tissue moved, multiple staples were deposited in the same location, causing a cluster of malformed staples stuck in the tissue. The surgeon repaired the hole in the gastric tissue with sutures, delaying the procedure by 10-15 minutes.

Event description:
It was alleged that during a davinci-assisted esophagectomy non-transthoracic-transcervical procedure, a tissue pushout event occurred while utilizing a sureform 60 stapler instrument, loaded with a green sureform 60 stapler reload. During the firing process, the tissue was pushed out of the stapler jaws, causing the gastric tissue to tear. Because the stapler continued to fire as the tissue moved, multiple staples were deposited in the same location, causing a cluster of malformed staples stuck in the tissue. The surgeon repaired the hole in the gastric tissue by over-sewing the warped staple seam with sutures, delaying the procedure by 10-15 minutes. Per information gathered through follow-up, the sureform 60 stapler instrument worked without issue for the first and last 2 fires; the tissue pushout event occurred on the 3rd fire. In total, 5 green reloads were used; the color green was chosen due to the thickness of the tissue being stapled. The surgeon did not encounter any obstructions, such as clips, staples, or other hard material between the instrument jaws, nor did he experience any issues with clamping prior to firing. The gastric tissue was not calcified, nor was there any tension or bunching at the time of the event. However, the tissue did undergo radiotherapy or chemotherapy prior to surgery. There was no bleeding observed, and no fragments fell. The patient was otherwise not harmed or injured due to this event. The procedure was successfully completed as planned, with no postoperative complications nor any long-term complications expected for the patient, as the issue was resolved during the procedure. The patient's status at the time of follow-up was stable.